Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. It was discovered that the right ventricle (rv) lead was dislodged. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was in stable condition.